Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separate from the delivery catheter after fixation. The lp remained implanted. There were no patient consequences.